Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis and high blood glucose (bg) over 600 /dl; cause was unknown. A manual injection was administered to treat bg level. Reportedly, the continuous glucose monitoring (cgm) sensor fell off the pool. System check with tandem technical support confirmed that the pump and related supplies were operating as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.